Event description:
During baxter's functionality testing, it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed through functionality testing. The alarm was found to be caused by a loose link screw. The link screws were replaced to correct this condition.